Event description:
Reportable based on additional information received on (B)(6) 2022. Synergy (B)(6) registry. It was reported that in-stent restenosis occurred. In september 2020, the subject presented with myocardial infarction and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) extending up to the distal rca with 100% stenosis and was 70mm long with reference vessel diameter of 4.00mm. Target lesion #1 was treated with pre-dilatation and placement of a (B)(6) drug-eluting stent. Post-dilatation was performed with 0% residual stenosis. Six days later, the patient was discharged on (B)(6) and ticagrelor. On an unknown date post index procedure, the subject was diagnosed with intimal hyperplasia in stent, lumen stenosis 50%. Medication was given to treat the event and it was considered to be recovering/resolving at the time of reporting.

Event description:
Reportable based on additional information received on 31jan2022. Synergy (B)(6) registry. It was reported that in-stent restenosis occurred. In (B)(6) 2020, the subject presented with myocardial infarction and was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) extending up to the distal rca with 100% stenosis and was 70mm long with reference vessel diameter of 4.00mm. Target lesion #1 was treated with pre-dilatation and placement of a synergy drug-eluting stent. Post-dilatation was performed with 0% residual stenosis. Six days later, the patient was discharged on (B)(6) and ticagrelor. On an unknown date post index procedure, the subject was diagnosed with intimal hyperplasia in stent, lumen stenosis 50%. Medication was given to treat the event and it was considered to be recovering/resolving at the time of reporting.